Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fault # 124 was observed in the logs. The transducer connector was cleaned and a 30 psi transducer calibration was performed. A running test passed. Procedures were performed in accordance with the service manual with good results.

Event description:
It was reported by the customer while preparing for clinical use the cardiosave intra-aortic balloon pump (iabp) system malfunction occurred when starting up the device. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.